Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was 390 mg/dl. The customer was advised to treat blood glucose by backup plan before changing full set and reservoir. The no delivery alarm was explained to the customer that it means pump detect a possible occlusion. The customer was able to resolved issue through troubleshooting. The customer was advised the pump is working as designed and explain alarm might be caused by set/reservoir occlusion. The customer was reminded to change set and reservoir every 2 to 3 days and advised to monitor pump.